Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip, and cracked battery tube threads.

Event description:
The customer's spouse reported via telephone call that the insulin pump alarmed for a button error. The spouse reported that the alarm occurred after the customer was riding the lawn mower. The blood glucose reading was 145 mg/dl. The spouse was advised that the insulin pump would be replaced and agreed to return the product for analysis. The spouse was advised that the customer discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.